Manufacturer narrative:
Serial number was not provided. Lens is planned for explant; date not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor is planning to explant tecnis toric intraocular lens (model zct525 +19.5 diopter) from patient¿s operative eye in secondary procedure because of patient experiencing an unexpected post-op refraction. Patient also had residual astigmatism of +1.50 -2.00 x 150. The patient had a spherical equivalent of +.50 and concern was expressed of having over corrected the astigmatism and therefore flipping the axis. There was an intraocular lens rotation of 15 degrees post implantation. Reportedly, the explant has not yet been performed; however, the patient was scheduled for thursday of this week, (B)(6) 2018. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.